Manufacturer narrative:
The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Based on the information available, the cause that contributed to the reported event cannot be established; a conclusion code of cause not established was assigned to this investigation.

Event description:
It was reported that the patient experienced inflation issues with this inflatable penile prosthesis (ipp). Upon clinical examination, troubleshooting was performed by attempting to inflate and deflate the device, however, issues persisted. In a surgical procedure, all components of the existing device were explanted and replaced with a new device. No additional patient complications were reported.